Event description:
The customer called and reported experiencing low blood glucose of 45 mg/dl. The low readings triggered his insulin pump to threshold suspend. The customer was also receiving sensor error alerts. A blood glucose reading of 80 mg/dl was documented at the time of this report. Customer was advised the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.